Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The device passed self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device was monitored and no grey display was noted. The motor was tested outside of device and passed. The device was received with minor scratches on case and minor scratches on lcd window. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was over delivering insulin. Customer also reported that they experienced low and high blood glucose. The customer¿s current blood glucose was 120 mg/dl. The customer treated high blood glucose with food and glucose tablets. The customer stated that her blood glucose was low at 60 mg/dl. Advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.